Event description:
A peritoneal dialysis patient reported that he was unable to connect to the first connector on the treatment set. There was no report of patient injury. The patient will return companion samples for an evaluation.